Manufacturer narrative:
Incidental finding: during the evaluation , superficial damage to the external portion of the drive line as well as a fracture in the metal connector bend relief were noted. Manufacturer's investigation conclusion: the evaluation of the returned portion of the drive line confirmed wire damage that would have contributed to the pump stoppage events and drive line fault alarms that were captured in the submitted log files. The submitted log files contained relevant data from (B)(6) 2019 through (B)(6) 2019. The log files captured frequent yellow wrench/drive line fault alarms between (B)(6) 2019 and (B)(6) 2019 while the system was supported by batteries and the power module. Additionally, multiple pump stoppages with corresponding alarms for low flow/speed hazard were captured also while the system was supported by batteries and the power module. The data captured on (B)(6) 2019 was written after the patient¿s primary controller was replaced; however, similar alarms were recorded while the patient was using the backup controller as well on (B)(6) 2019. Approximately 20¿ of the drive line was returned. The proximal 3¿ of the drive line was returned with the silicone jacket, clear bionate layer, and metal braided shield removed. An additional proximal segment of the silicone jacket and bionate layer were also returned separately, measuring approximately 4¿. The distal end of the drive line was secured using two tongue depressors and medical gauze and there was white tape wrapped around the drive line 8¿ to 16¿ from the metal connector. An electrical continuity test of the returned potion of the drive line was conducted and the black wire was revealed to be an open circuit. Upon removal of the outer silicone jacket, damage to the bionate layer at the metal connector was revealed. Areas of breakdown of the metal braided shield were observed along the length of the returned drive line. Removal of the bionate layer revealed that the inner metal conductors of the black wire were completely fractured at the metal connector. Further inspection revealed that the inner metal conductors of the green wire were also partially fractured at this location. The damage to the black and green wires, as well as the damage to the bionate layer, appears to be the result of fatigue failure due to repetitive flexing of the drive line at the metal connector. Microscopic inspection and hi-pot testing of the remainder of the returned drive line revealed no additional areas of wire damage. The black wire represents one of the two redundant wires that comprise phase 2 while the green wire represents one of the two redundant wires that comprise phase 1 of the three-phase motor. The system controller monitors the current in each redundant wire pair to detect circuit conditions. When the system controller compared the current in the black wire and the current in the intact brown wire, the fractured conductors of the black wire would have resulted in the reported drive line fault events recorded in the submitted log files. Additionally, if the exposed conductors of either of the compromised wires contacted the metal braided shield while the system was operating on a tethered power source (such as the power module) or if the exposed conductors of both compromised wires made direct contact with each other or simultaneous contact with the metal braided shield while the system was operating on an untethered power source (such as batteries), the resulting electrical short to ground or phase to phase short would have caused the low speed/pump stoppage events seen in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that device alarmed for red heart alarm and pump speed dropped to 7500 rpm and then to 0 rpm. Manufacturer's technical service representative reviewed the log file and observed drive line fault alarms along with pump stoppages while patient was on power module and batteries. It was suspected to be phase to phase short situation. An x-ray was performed which showed shield separation indicating some minor wear and tear to the drive line area in question. The exact location could not be confirmed. An external percutaneous lead replacement was performed without an issue on (B)(6) 2019. Patient was placed on ungrounded patient cable. No further alarms were observed.